Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the clip could not be released from the reload after being clamped. It was estimated that it took 40 minutes to deal with this problem. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.